Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression and mental anguish. Concomitant drugs and reporters added. Lab data updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/coils broke off from main part of device') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2004, tonsillectomy in 1985, dysfunctional uterine bleeding and menorrhagia. Previously administered products included for an unreported indication: nuvaring. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (novasure ablation.). Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-0 on left cornua and 1 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-apr-2013: result: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received: previously reported event 'menorrhagia' was made medically significant and intervention required due to added surgery. Medical history, patient's aka name, reporter information were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/coils broke off from main part of device') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2004, tonsillectomy in 1985, dysfunctional uterine bleeding and menorrhagia. Previously administered products included for an unreported indication: nuvaring. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (novasure ablation.). Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-0 on left cornua and 1 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events were added: bladder problems, urinary problems. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.